Event description:
Complainant alleged that while attempting to defibrillate a patient in cardiac arrest the electrodes would not adhere to the patient and caused the associated defibrillator to display a :poor pad contact" message. Complainant indicated that they obtained another set of electrodes to continue treating the patient. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.